Event description:
It was reported to philips that the system would not boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. A patient arrived in the emergency room in an unstable condition, experiencing ventricular fibrillation. Within 5 minutes, the patient was transferred to another system, and the procedure was successfully completed. A philips field service engineer (fse) inspected the system on-site and confirmed an issue with the ippc. During further inspection, the fse determined that the software on the ippc had crashed. To resolve the issue, the fse replaced the os disk and reinstalled the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.